Manufacturer narrative:
This serves as a correction report. Method codes were inocrrectly documented in the MDR 30 day follow up #1 report. Method code was incorrectly selected. Section has been updated.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. Meter did not power on with depression of button or insertion of strip. Meter was sent for further investigation and the meter was disassembled. Liquid contamination was observed on the printed circuit board. The complaint is not confirmed.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.